Event description:
It was reported that a capio slim device was used during a sacrospinous suspension procedure performed on (B)(6) 2021 for the treatment of stage 3 uterine prolapse. During the procedure, it was difficult to actuate the handle and it caused the dart to detach from the suture after deployment of the device on the right side of the patient. The detached piece was attempted to remove by forceps but was not retrieved. The procedure was completed with another capio slim device. There were no patient complications reported as a result of the event. The condition of the patient following procedure was stable.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of dart detachment. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed of and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed of and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous suspension procedure performed on (B)(6) 2021 for the treatment of stage 3 uterine prolapse. During the procedure, it was difficult to actuate the handle and it caused the dart to detach from the suture after deployment of the device on the right side of the patient. An attempt was made to remove the detached piece but was not retrieved. The procedure was completed with another capio slim device. There were no patient complications reported as a result of the event. The condition of the patient following procedure was stable.